Manufacturer narrative:
The hcp reported that his technician put the wrong cylinder data into the visumax. The technician entered the value of the cylinder with the wrong algebraic sign (+ instead of -). According to the instructions for use the operator of the device has to check carefully the surgical parameters. Laser treatment is not to be started until all parameters are correct.

Event description:
A healthcare professional (hcp) reported that a patient had been treated with the wrong amount of astigmatism using the visumax device. The hcp will be performing an additional procedure to correct the patient's vision.